Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the cracks were likely to be caused by external impact. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the lid of the subject oer-4 was cracked. The user put a tape on the crack and continued using the device for a while. There is no information on when the lid was cracked. There was no patient injury report related to the event.